Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was in sinus rhythm when the device was connected. When the pocket was being closed there was noise like markers on ra channel and rhythm change to afib. The pocket was opened and ra lead disconnected then tested via psa. Reconnected lead and tested again. Sensing noise-like pattern still present. Decided it was very fine af. Closed pocket. Device normal on hm next day post op. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.